Event description:
It was reported that the user ran out of insulin, powered off the ilet for several hours, then restarted and reconnected without an active cgm sensor or fingerstick confirmation; no device malfunction was reported, and the event aligned with an incorrect procedure or method of use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.